Event description:
Pt experienced trapezius, clavicle, and occipital breakdown. Customer complains the collar digs into the pts skin. Medical intervention needed as skin assessment is being performed every 4 hours with a pad change every 12 hours.